Manufacturer narrative:
Customer service conducted troubleshooting with the customer including verifying there was no milk backup; verifying the user was not washing or drying tubing on the pump; verifying correct breast shield size; and disassembling, inspecting and cleaning tubing and kit parts. In follow up with a complaint handler on (B)(6)2023, the customer indicated that she developed mastitis on (B)(6) 2023 and it progressively got worse. She was treated with two courses of antibiotics as well as an aspiration of the affected area. Her mastitis was resolved in may. Based on the results of our internal investigation (reference number ca11-001), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2023, the customer emailed medela llc and alleged that her pump in style max flow breast pump was taking longer for her to express her milk and her pump was sounding strange. The customer called medela to troubleshoot on (B)(6) 2023 and reported she had mastitis due to the low suction with her breast pump. She did seek medical attention.